Manufacturer narrative:
B3. Date of event: was estimated to the first of the month of the aware date. H7 & h9: corrected information.

Event description:
It was reported that the stent delivery system was difficult to remove and was entrapped on a guidewire. A carotid wallstent was selected for use. Following stent deployment, excessive force is needed to release the proximal end of the stent. The delivery system also became entrapped on the guidewire. Both the delivery system and the guidewire were removed together, and wire access was subsequently lost. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3. Date of event: was estimated to the first of the month of the aware date.

Event description:
It was reported that the stent delivery system was difficult to remove and was entrapped on a guidewire. A carotid wallstent was selected for use. Following stent deployment, excessive force is needed to release the proximal end of the stent. The delivery system also became entrapped on the guidewire. Both the delivery system and the guidewire were removed together, and wire access was subsequently lost. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent delivery system was difficult to remove and was entrapped on a guidewire. A carotid wallstent was selected for use. Following stent deployment, excessive force is needed to release the proximal end of the stent. The delivery system also became entrapped on the guidewire. Both the delivery system and the guidewire were removed together, and wire access was subsequently lost. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3. Date of event: was estimated to the first of the month of the aware date.

Manufacturer narrative:
B3. Date of event: was estimated to the first of the month of the aware date.

Event description:
It was reported that the stent delivery system was difficult to remove and was entrapped on a guidewire. A carotid wallstent was selected for use. Following stent deployment, excessive force is needed to release the proximal end of the stent. The delivery system also became entrapped on the guidewire. Both the delivery system and the guidewire were removed together, and wire access was subsequently lost. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.